Manufacturer narrative:
Additional information was requested and not received. Investigation of this event is in progress. A follow-up report will be submitted upon completion of investigation. On (B)(6) 2021, bausch + lomb received an email from (B)(6) at cdrh/food and drug administration notifying the company that the report initially submitted on 03/17/2021 failed in the emdr system with an error due to the presence of the ¿}¿ character as part of the c-code value. There was no ack3 error message which notifies the company that the submission was rejected due to the character. The special character (¿}¿) has been removed and this report is being resubmitted.

Event description:
Reportedly patient developed significant astigmatism (around 2 diopters) post cataract surgery. Per the surgeon, astigmatism was not caused by the cornea, and physician was wondering if it was induced by the intraocular lens. The lens was repositioned with no improvement and may need to be exchanged. Additional information has been requested.

Manufacturer narrative:
Device remains implanted. Additional information was requested and not received. The lot number of the device was not provided; therefore, a device history record (DHR) review could not be performed. The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Surgically induced astigmatism is reportedly related to the length, type, location and structure of the incision; however, the most significant factor is incision width. Other factors such as the patient's healing response, scarring and fibrosis can also cause an iol to tilt enough to induce some astigmatism. The exact root cause of the reported event could not be conclusively determined. However, it is likely that procedure-related factors (such as incision size) or patient-related factors (such as healing response, scarring or fibrosis) may have caused or contributed to the event.